Event description:
It was reported that the pt underwent a kyphoplasty procedure at level l4. During the procedure, it was noted that while transferring the bone cement from the mixer to the syringe, the syringe broke and came off the luer-lock adapter. The bone cement was spilled and therefore, a sufficient amount could not be filled into the bone filler device. Reportedly, the bone cement hardened in less than two minutes so the physician only had a few seconds to apply the bone cement. In the fluoroscopy, the bone cement looked normal and located beautifully in the vertebra. The patient was reported to be doing very well. No add'l info was reported.

Manufacturer narrative:
Method: device not returned, followed up with company representative.